Manufacturer narrative:
No product will be returned. Photo provided by the customer shows the vinyl tubing was completely separated from the male luer inlet port. Fluid was observed leaking from the separation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing separated from male luer and leaked. The nurse stated that the infusion set broke while attached to a patient who was receiving chemotherapy and created a chemical spill. Tubing was attached to port access injection cap and tubing taped to patient shoulder to prevent any tugging on port site. The primary line had another primary line attached to the below the pump injection port (y site infusion) of chemotherapy oxaliplatin. There was also a secondary leucovorin secondary set attached above the pump to the primary line. All was infusing well for one hour. The patient got up to go to the bathroom, then came back to the infusion chair. When rn came to chairside, the patient was holding the tubing away from herself so it was continuing to drip on the floor. The pump was stopped and chemotherapy spill kit utilized to contain the spill. The male connector was still attached to the port access injection cap. This was removed immediately as this left an open port access and port was flushed. The tubing was removed and new infusion set utilized to continue infusion. There was no patient harm.

Event description:
It was reported that the tubing separated from male luer and leaked. The nurse stated that the infusion set broke while attached to a patient who was receiving chemotherapy and created a chemical spill. Tubing was attached to port access injection cap and tubing taped to patient shoulder to prevent any tugging on port site. The primary line had another primary line attached to the below the pump injection port (y site infusion) of chemotherapy oxaliplatin. There was also a secondary leucovorin secondary set attached above the pump to the primary line. All was infusing well for one hour. The patient got up to go to the bathroom, then came back to the infusion chair. When rn came to chairside, the patient was holding the tubing away from herself so it was continuing to drip on the floor. The pump was stopped and chemotherapy spill kit utilized to contain the spill. The male connector was still attached to the port access injection cap. This was removed immediately as this left an open port access and port was flushed. The tubing was removed and new infusion set utilized to continue infusion. There was no patient harm.

Manufacturer narrative:
Additional information provided: d.11 device history record for model 2420-0007 lot 20013022 shows that the set was manufactured on 16 january 2020 with a total of 23,043 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.